Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 2.3mm x 18mm non-toggling cortical screw (part number co-n2318-s, batch 561253). Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery a non-locking screw broke off while using a radial head plate. It was also reported that the surgeon gave up on insertion through the oval hole in the plate and the broken piece remained in the patient's bone. The surgery was completed with no delay by the screw being inserted in another hole. No other adverse patient consequences were reported.